Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient developed a severe reaction at the sensor site. On (B)(6) 2015, distributor reported additional information that patient had sought medical intervention for the skin reaction some time between (B)(6) 2015. Patient's doctor prescribed cortisone cream to treat the area and advised him to use flixonase on the skin prior to sensor insertion. Additionally, the patient uses rocktape over the top of the sensor site to help with sensor adhesion against user guide recommendations. During the time of contact with dexcom technical support, no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). A root cause for the reported severe skin reaction cannot be determined; however, it should be noted that the dexcom continuous glucose monitoring system user's guide states that, "inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritation." The user's guide also notes, "skin preparation or adhesive products (mastisol ®, skin tac) are optional." Rocktape is not an authorized skin prep.